Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple devices showed data not current. A technical support specialist (tss) dialed into the application server, opened and checked the extract, transform, load (etl) process, and found that etl was not running. The tss checked the data services server reports (dsserverreports) size and shrunk the dsserverreports file and database. The tss then dialed into the report server, restarted structured query language (sql) reporting services, and checked uptime on both the application and report servers, where an arithmetic error was identified. The tss resolved the issue by following the knowledge article (ka) medes-etl arithmetic overflow error converting identity to data type int. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices does not display current data, and the server report showed no transactions since 12:48 am and the customer confirmed it affected to all devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.